Event description:
It was reported that the ilet displayed an alert and repeatedly failed to pair with a dexcom g7 sensor while the dexcom mobile app continued to receive glucose readings; logs indicated a g7 pairing failure, and troubleshooting included disabling phone bluetooth, performing a toggle procedure, restarting the ilet, and reentering the pairing code with instructions to wait for pairing, consistent with an intermittent communication failure associated with the antenna/electrical component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with intermittent communication failure, with the antenna identified as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.